Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the device was explanted (B)(6) 2016 for reasons unrelated to the device.

Manufacturer narrative:
This report is filed june 30, 2016.